Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51342, implanted: (B)(6) 1998, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The indication for use was intractable spasticity and other spasticity. The pump began leaking and the area around the pump was getting puffy. The nurse removed 87 ml of fluid from the area. The device was then removed and it was found that the catheter was rotted. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, medication in the pump, concentration and dose, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.